Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the hemoglobin bath and adjusted the hemoglobin blank to .60. (B)(4).

Event description:
The customer reported the parameter for mch (mean cell hemoglobin) was low on xb when using the unicel® dxh 800 coulter® cellular analysis system. Xb is an instrument check for consistency of test results. Beckman coulter customer technical specialist (cts) noticed also the mchc (mean cell hemoglobin concentration) was low. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.